Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the patient and his mother contacted animas alleging a cartridge leak. The patient claimed that the current cartridge she was using was wet with insulin. She also claimed that the cartridge compartment had a strong insulin odor. The patient denied observing drops of insulin inside the cartridge compartment. The patient denied that the cartridge had any cracks. She claimed that the luer lock was seated correctly and the plunger was straight. The patient denied that any blood glucose (bg) excursions because of the alleged issue. At the time of contact with animas on (B)(6) 2011, her current bg was "71 mg/dl." Based on the information provided, this complaint is being reported due to the patient's allegation that she had a cartridge leak. There is no evidence however, that the alleged issue contributed to a serious injury. The patient did not allege any harm or injury because of the reported issue.